Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The device evaluation found loosening of the adapter or disconnection. A device history review revealed no issues that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause of the reported event and the malfunctions detected could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, the camera head had an image anomaly, turns purple. The issue occurred during an unspecified therapeutic gynecological procedure and was completed using a similar device. There were no reports of patient harm.